Event description:
The manufacturer received information alleging no power occurred on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices sensor board caused the device to have no power. In conclusion, the device's sensor board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the active exhalation control module (aecm) was replaced to address a system error code, low inspiratory pressure (e-0110), that was found on the device and the aecm which was unrelated to the reportable issue. The blower was replaced to address the noise issue which was unrelated to the reported issue. The device passed all final testing.